Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. The 2.75 x 15mm nc quantum apex mr balloon was used for pre-dilatation and was inflated 1st: 16atms and 2nd: 20atms when it ruptured. The balloon was removed intact. The procedure was completed with another of the same device and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received for analysis with no original packaging. There was contrast in the distal lumen and balloon. Inspection of the balloon in a deflated state revealed damage to the balloon. The damage appeared as a rippling effect on the balloon material, which extended the length of the balloon. An inflation device filled with water was used to inflate the balloon to rated burst pressure (rbp) and held pressure for 20 minutes. There was no evidence of a pinhole or defect. There was a few scratches on the proximal end of the balloon. Magnified inspection of the balloon material presented no indication of any material or manufacturing deficiencies. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. The 2.75 x 15mm nc quantum apex mr balloon was used for pre-dilatation and was inflated 1st: 16atms and 2nd: 20atms when it ruptured. The balloon was removed intact. The procedure was completed with another of the same device and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).